Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Inpen passed front cap investigation. In conclusion found physical damage to inpen in the form of the injection foot missing. No insulin is dispensed when the injection/dose button is pushed due to missing injection foot. Customer's complaint for physical damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer was advised to replace the inpen. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned.